Manufacturer narrative:
For the calibration performed on (B)(6) 2019, there were no alarms on the calibration and calibration signals were lower than expected. This calibration was performed with an expired calibrator. For the calibration performed on (B)(6) 2019, there were no alarms on the calibration and calibration signal was lower than expected for one calibrator level. The reporter does not run any quality controls for the troponin I assay. The sample centrifugation speed appeared to be too fast. The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys troponin I stat immunoassay on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The first patient sample initially resulted with a troponin I value of 0.289 ng/ml. The sample was repeated, resulting with a value of 0.35 ng/ml. The sample was sent to another laboratory for testing with an unknown clia method, resulting with a value of < 0.200 ng/ml on (B)(6) 2019. The < 0.200 ng/ml value was reported to the patient. The second patient sample, from a (B)(6) male patient, initially resulted with a troponin I value of 0.328 ng/ml on (B)(6) 2019. The assay was then re-calibrated using fresh calibrators and the sample was repeated, resulting with a value of 0.121 ng/ml on (B)(6) 2019. The 0.121 ng/ml value was reported to the patient. The troponin I reagent lot number was 36574501, with an expiration date of 30-nov-2019.